Manufacturer narrative:
Follow-up #1: date of submission 12/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2015 with the following findings: call service 064 and 078 alarms were observed in the black box and alarm history. The call service alarm 078 was duplicated. There was evidence of moisture corrosion on the motor connector. There was additional moisture corrosion on the transceiver board. The battery compartment was cracked below the bumper pad. The audio bolus button was torn, but responsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.